Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 200 ohms. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the distal segment of the lead was received; severed 52 centimeters (cm) from the distal tip. Visual inspection noted calcified bodily fluid on the distal and proximal shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip again noted the presence of calcified bodily fluid on the distal and proximal shocking coils. Laboratory analysis noted that depending on the amount of calcification on the lead prior to explant, the impedance measurements could have been affected.